Event description:
The recipient developed a mastoiditis just after initial implantation in (B)(6) 2025. During this period, the recipient had undergone antibiotic treatment to prevent any wound damages. However, the skin flap opened over the implant area. The recipient has been explanted. Re-implantation is considered at a later date.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to otogenic mastoiditis which likely spread to the implant site, and might have led to wound dehiscence. The suspected immunodeficiency reported by the clinic might have further contributed to the development and persistence of the infection. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Furthermore, the etiology of hearing loss is preoperative meningitis complicated by cochlear ossification. This is a final report.

Event description:
The recipient developed a mastoiditis just after initial implantation in may 2025. During this period, the recipient had undergone antibiotic treatment to prevent any wound damages. However, the skin flap opened over the implant. The recipient has been explanted. An insertion electrode has been kept in place. Re-implantation is considered at a later date.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.